Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') and pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. 821938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope with novasure and essure procedure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma, blood pressure high, back pain, uterine bleeding, fibroids, adenomyosis and bacterial vaginosis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), intermenstrual bleeding ("metrorrhagia(bleeding b/w periods)"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, heavy menstrual bleeding, intermenstrual bleeding, headache, female sexual dysfunction and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, headache, heavy menstrual bleeding, intermenstrual bleeding, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date:(B)(6) 2013. Received treatment for pain nos, menorrhagia, metrorrhagia, gen. Abnormal. Bleeding, headaches. Discrepancy noted in removal details in source document. As per pfs dated (B)(6) 2020 essure removal not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: unknown. Lot number [821938 } is not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') and pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. 821938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope with novasure and essure procedure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma, blood pressure high, back pain, uterine bleeding, fibroids and adenomyosis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, metrorrhagia, headache, female sexual dysfunction and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013 received treatment for pain nos, menorrhagia, metrorrhagia, gen. Abnormal. Bleeding, headaches. Discrepancy noted in removal details in source document. As per pfs dated (B)(6) 2020 essure removal not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: unknown. Most recent follow-up information incorporated above includes: on 23-nov-2020: pfs received. Lot number was added. Events "abnormal bleeding (vaginal), apareunia (inability to have sexual intercourse), reproductive system disorder or condition type of disorder or condition: fibroids, abdominal pain, plaintiff did not undergo essure confirmation test, medical device monitoring error and pelvic pain " were added. Reporter information, medical history, concomitant drugs and patient information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') and pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. 821938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope with novasure and essure procedure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma, blood pressure high, back pain, uterine bleeding, fibroids and adenomyosis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, metrorrhagia, headache, female sexual dysfunction and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013 received treatment for pain nos, menorrhagia, metrorrhagia, gen. Abnormal. Bleeding, headaches. Discrepancy noted in removal details in source document. As per pfs dated (B)(6) 2020 essure removal not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: unknown. Lot number [821938 } is not valid. Most recent follow-up information incorporated above includes: on 4-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') and pelvic pain ('pain /pelvic pain') in an adult female patient who had essure (batch no. 821938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "hysteroscope with novasure and essure procedure" and device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included asthma, blood pressure high, back pain, uterine bleeding, fibroids and adenomyosis. Previously administered products included for an unreported indication: mirena. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) and gabapentin. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)"), headache ("headaches") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia, metrorrhagia, headache, female sexual dysfunction and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013. Received treatment for pain nos, menorrhagia, metrorrhagia, gen. Abnormal. Bleeding, headaches. Discrepancy noted in removal details in source document. As per pfs dated 23-nov-2020 essure removal not done. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: unknown. Lot number [821938 } is not valid. Most recent follow-up information incorporated above includes: on 3-dec-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pain ("pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia(bleeding b/w periods)") and headache ("headaches"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2013. At the time of the report, the genital haemorrhage, pain, menorrhagia, metrorrhagia and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menorrhagia, metrorrhagia and pain to be related to essure. The reporter commented: discrepancy noted as essure insertion date: (B)(6) 2013 received treatment for pain nos, menorrhagia, metrorrhagia, gen. Abnormal. Bleeding, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) conducted: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 09-sep-2019: pfs received. Case becomes an incident. Injury event was removed. New events added: pain nos, medical device removal, menorrhagia, metrorrhagia,gen. Abnormal. Bleeding, headaches. Lab data was added. Reporter's information was updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.